Manufacturer narrative:
Zimvie complaint cmp-(B)(4). G4: additional 510(k) number is k101880.

Event description:
Customer reported, inside of implant has flowered. Tooth (B)(6). Symptoms as a result of the event: pain, abscess.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-02164. Customer has confirmed there was no infection present.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris attached to external threads. Removal damage was identified. Unable to identify any fractures on the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.